Event description:
During a two level anterior cervical diskectomy and fusion, a 14 mm unicortical screw was being tightened and the tip of the screwdriver broke. The tip was removed and discarded by facility. Surgery was prolonged 20min. Pt is fine.